Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Continuation of d10: product ID 97755, serial# (B)(6), product type recharger. Product ID 97745, serial# (B)(6), product type programmer, patient. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. The reason for call was patient reported they were having a lot of difficulty charging their implant and the issue began probably 3 or 4 weeks ago. Patient stated the controller constantly was losing connection or giving them various unknown messages when charging their implant. Agent instructed patient to check for damage; no visible damage to controller compartment pins, li battery pack pins and recharger. Patient noted one pin looks wonky/out of place on the controller port. The issue was not resolved. A request was sent to the repair department to replace the controller. Agent sent an email to prs to update patient's address. No symptoms were reported. Additional information was received from a patient. They reported that patient was still having difficulty with recharging after controller replacement and they kept getting checking recharger message. Implant was about quarter inch deep and patient could feel all sides. Recharger didn't show any sign of damage. Patient can only get checking recharger message, despite resetting the device. Technical services (tss) processed recharger replacement.

Event description:
Additional information was received from the patient. The patient stated that they continue to get checking recharger message with the old rtm and new rtm. Agent assisted patient with resetting the controller and continue to get checking recharger message. Agent reopened the case to sent request to the repair dept for controller replacement and add serial to case.

Manufacturer narrative:
Continuation of d10: product ID 97755-s serial# (B)(6): product type recharger product ID 97745nt-rfb serial# (B)(6): product type programmer, patient product ID 97745 serial# (B)(6): product type programmer, patient medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.